Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm occurred. The upstream sensor reading was out of specification. A service history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be the ultrasonic sensor, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed air in line. No additional information is available.